Event description:
It was reported that the patient underwent a postmastectomy right breast reconstruction with free tram flap, reconstruction of axillary soft tissue defect with superior and inferior fasciocutaneous advancement flaps and reconstruction of left rectus fascial defect with inlay mesh, rectus fascia placation and abdominal wall reinforcement with mesh on (B)(6) 2010. The patient experienced abdominal infection, causing her to require additional medical care. No additional information was provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-04866. The same patient is represented in each medwatch.